Manufacturer narrative:
Patient information received.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The reported issue is the same occurrence to MDR 1723170-2018-00902, filing against medtronic imaging system rather than the navigation system.

Event description:
A medtronic representative reported that, while in a spinal fusion, images from the medtronic imaging system could not be transferred to the navigation system due to the cable being disconnected by the site inadvertently. It was reported that an error message appeared when attempting to manually push the exam to the navigation system. A second image acquisition was performed without resolution as the image did not transfer. It was reported that following a restart of the viewing station of the imaging system and imaging system, new exams could transfer. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.